Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-18250. It was reported that the patient deceased due to congestive heart failure and atherosclerotic cardiovascular disease, but it was unknown whether the patient's implanted system caused or contributed to the cause of death.